Event description:
The customer reported that they had inserted two disposable menstrual discs. The customer sought medical attention for ongoing pelvic pain. Upon examination, the ob-gyn found two discs that the customer had forgotten were inserted. One was inserted for over a month. Instruments were used for removal. The customer reported pain and was prescribed antibiotics to address the retained product. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.